Manufacturer narrative:
Returned device was received in damaged physical condition. There was noted damage to the enclosure, line cord, front cover and float switch. The micro switch was bent and the interlock block was tripped. The tank cover was cracked and the pcb had a bad lcd. During the evaluation of the device, the bent micro switch failed to recognize a temp check or disposable. This was damaged when the customer forced a temp check or disposable onto the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with an audible alarm and a light blinking on and off. There were no reported adverse events.